Manufacturer narrative:
Product 515302, lot 1024992, qty 20.160, produced september 2022. Manufacturing process was conducted in accordance with document (B)(4) and all quality control activities have been performed according to quality specification 10-0160 and 10-0255. According to DHR, there were no quality notifications observed during manufacturing process related to customer complaint. Sample has not been received. Based on the picture provided from the customer, it can be confirmed customer experience (clamp was not present on product, code 6008). This defect is classified as c35 - imperfect assembly, incomplete which causes risk for patient and/or user. Retain sample have been examined and it can be confirmed that all components are present. There is no defect observed during this examination. After detailed investigation, it can be stated that this defect is caused by human error. Conclusion is that operator had a lack of concentration at the given moment, because this is the first complaint with the mentioned defect. If customer provide additional information that could help to conduct more detail investigation, investigation of this customer complaint will be revised, as needed. H3 other text : see narrative.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd secondary set c61 the tubing clamp was missing. There was no report of patient impact. The following information was provided by the initial reporter: c61 was found without clamp before use. Same incident (same lot number) happened last month as well.